Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 2070mcg/day in flex mode) via an implantable infusion pump. Patient history included cerebral palsy and intractable spasticity. Beginning (B)(6) 2015, the patient experienced gradual onset of increase in pain and increase in tone that were concerning to the hcp and the patient. The hcp suspected a catheter issue and stated it was possible there could have been "fibrosis, arachnoid, film" at the tip of the catheter. The patient was on a high dose which also pointed to this issue. There had been no volume discrepancies at pump refills. The hcp mentioned that the patient had cerebral palsy and rods up and down his back. So far the hcp had just tried increased the dose per day. The pump was programmed to flex mode with a basal rate of 85mcg/hr and boluses of 75mcg at 01:00, 72mcg at 04:00 and 70mcg at 8pm. The hcp also mentioned a step in programming from 06:00 lasting 12 hours at 72.9mcg/hr. The hcp planned to bring the patient in on (B)(6) 2015 for observation and planned to perform a therapy bolus of 200mcg over 10 minutes. The hcp would try again if the patient did not show improvement after 3 hours. The hcp may also check for volume discrepancies as well as possibly perform a dye study. Additional information was received from a healthcare professional. The lioresal therapy was noted as 'ongoing'. Other medications that the patient was taking at the time of the event included clonazepam, oral baclofen, tramadol and miralax. The patient's medical history included spastic quadriplegia secondary to birth injury, s/p spine fusion and baclofen pumps x3. The last revision of catheter and new pump was in the spring of 2014. On (B)(6) 2015, the patient was brought in and admitted for pump troubleshooting. It was reported that since early (B)(6) the physician had mentioned concern for needing a programmed bolus as the patient's pain was worsening. The patient rated his pain a 7/10 with entire back localization (hardware/fusion). The patient's tone had been tighter for the past two months with the only trigger of a 'butt decubitus' that was improving. The tramadol was helping the patient fall asleep but he awakens at 0200. The pump was interrogated and logs had no evidence of motor stalls. The recent refill had the accurate amount of baclofen in the reservoir. The current dose of intrathecal baclofen was 2072mcg/day and the alarm date was (B)(6) 2015. At the time of the exam the patient was awake, at baseline, using his communication board. Sitting was more comfortable but he was in need of a new chair as he was leaning to the left and the left knee was positioned at least 6-7 inches beyond the right knee when in the chair. Mas (modified ashworth scale ) of 3-4 in legs with left knee tender to move, knee and ankle 4 on left. Mas of uppers were 2 bilaterally, tone in arms unchanged compared to 6 months ago. X-rays were performed and were normal; catheter tip was at level t6-7 which was unchanged. An urgent programmed bolus of 200mcg was performed at 0858. The patient was monitored. At 1010 the patient was awake with a noticeable looser left thigh and knee tone. At 1020 the patient started to get sleepy so monitors were applied while the patient was sitting. At 1130 the patient continued to be in chair, awake and at baseline. Tone was only mildly improved in the left leg; can adduct left hip, flex knee only slightly improved, ankle stiff but less feet cramping. The patient felt better; however, pain remained at 7/10. At 1130, a second 200mcg bolus was given over 10 minutes. At 1430 the patient reported pain was still 7/10, tone was looser and left leg noticeably loose, able to cross over the right like never before. The patient was still having lower back pain despite having improved tone. It was determined that the pump was working; however, the patient's has pain despite less spasticity so an orthopedics appointment was scheduled. The patient was frustrated that bolus testing did not relieve his pain. Gabapentin was ordered. No surgical intervention was performed. Patient outcome was unavailable at the time of the report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.